Event description:
Allegedly, patient suffered a failure of the acetabular liner by fracturing into multiple pieces.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01179.